Event description:
It was reported that the pt expired in 2008, one day after implant surgery due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.